Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one station had been on critical override. A technical support specialist followed up with the customer, confirmed the information technology team resolved the network issue and verified the station was online. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es one station was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.